Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer states they had blank screen anomaly, and then noticed their blood glucose level was running high, so they went to the hospital. The customer's blood glucose level at the time of hospitalization was 560mg/dl. The customer was treated with manual injection. Troubleshoot was conducted, and the customer was advised to discontinue use of the device. The device is being replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not plugged in properly to the interface board. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.